Event description:
The facility reported a colleague infusion pump with a malfunction of "damaged battery error." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a ?damaged battery error? Was confirmed by baxter personnel during product evaluation. The root cause was assigned to damaged main batteries. The main batteries and harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause was assigned to use/user error. Should additional information be received, a follow-up medwatch will be submitted.